Event description:
It was reported that the cartridge was leaking from the o-ring. The customer changed the cartridge to resolve the issue. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. A manual injection of insulin was administered to address high bgs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.